Manufacturer narrative:
MDR decision date: (B)(4) 2012. (B)(4) 2012, (B)(4) - no RMA has been initiated for this issue. Model 96-2, serial number/date code (B)(4) is approximately 1 year 6 months old. The owner's manual part number 1145752 rev b ((B)(4)) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that the legs on his 96-2 shower chair allegedly gave way causing the shower chair to slip from underneath him. The consumer caught himself on a shower bar to prevent from falling. This shower chair was a gift from a family member. Invacare supplied the consumer with medical equipment companies in his area for assistance. The consumer has been sing this device for approximately 9 months. No injury alleged.

Event description:
End user states: "was using the chair in the shower and claims the legs "gave way" and slipped from underneath him. Grabbed a hold of the shower bar in order not to get hurt"